Event description:
The depuy mitek affiliate is reporting that, during a meniscal repair, the silicone tubbing of a rapilok fixation device came off of its' inserter needle and into the patient's joint. Although it is reported that there is no patient consequences it is not known at this time if the tubing was retrieved from the patient.

Manufacturer narrative:
Although it is reported that there is no patient consequence if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.